Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as "ke-45" glue, and was presumed to have remained due to the subject device not being reprocessed properly when the nozzle was attached in a prior repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was an issue with the air and water flow due to foreign material clogging the nozzle that could not be removed. This finding was due to incorrect or insufficient reprocessing of the scope. If the scope was processed correctly, this finding may be due to buckling of the nozzle or a gap on the insertion section or boot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii colonovideoscope had issues with the air and water flow system. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event